Event description:
It was reported that the insulin pump had a cracked act button. The blood glucose reading was 250 mg/dl. The customer's mother stated that the button was not raised as it should be. She stated that the customer pressed the act buttons too many times because it was difficult to see whether the button was depressed or not. She noted that the customer had tripped while playing basketball leading up to the physical damage. She also observed that the device was scratched on the display screen. Advised replacement of the insulin pump. The most recent blood glucose reading was 121. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to flattened dome switches. No meter sensor anomaly could be confirmed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.